Event description:
Covidien formerly tyco healthcare received a call from a biomedical engineer asking to send the unit in for service, but he was not aware of a failure on the unit. Following testing the unit, it was determined that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The problem of no audio was confirmed. The failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.